Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device was performed and damage to the supply line tubing was noted. Clear passage and clamp function testing were performed with no issues noted. A test connector was attached to the supply line and the device ran on a homechoice machine with no issues noted. Leak testing on the device was performed and a leak was identified originating from the damaged supply line tubing. Upon conclusion of the investigation, the reported leak was verified and the cause of the leak was due to the damaged supply line. The damaged supply line was found to be due to a manufacturing issue further specified as the line was pinched by a machine during manufacturing. A CAPA has been opened to further investigate/address reports of leaks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a cassette that occurred during peritoneal dialysis therapy. The patient was not connected at the time of the event. The device was reported to look burnt or melted. The patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.